Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had low vacuum. There was no patient harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e1-initial reporter name. Due to character limitation, below field is added from e1- initial reporter: (B)(6).

Manufacturer narrative:
Corrected fields - b5, b6, b7, d10, h6 (health effect ¿ impact code). Updated fields - b4, d9, e1 (event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit he checked for damage and found that the crm set has come off the machine. Causes low vacuum. He adjusted to the correct position. Kit 5,000 complete change at 25,807. Machine can work normally. Kit 5,000 hrs. Complete change price quote later.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had low vacuum. There was no patient involvement.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code, investigation findings). Updated field: b4, g3 , g6 , h2 , h11.

Event description:
N/a.